Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the monitor was stuck on the white boot screen due to an unsuccessful software update.

Event description:
The patient reported the monitor does not power up when plugged in, the screen does not light up, and the power cord has exposed wires. The patient indicated they do not know if the power cord came that way as they have not paid attention. The patient also stated there are no animals in the home. The patient is returning the monitor and it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).